Manufacturer narrative:
H10: a philips service engineer (se) noted that the that the error message could not be replicated. The se then noted that the motor control printed circuit board assembly (pcba), and power management board were replaced. After the parts were replaced, it was reported that confirmation was made that no error messages were observed. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the suspected motor control (mc) printed circuit board assembly (pcba) was returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) was unable to confirm the problem that the check vent alarm - backup alarm failed was triggered by a failure or malfunction of the mc pcba."

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a backup alarm failed error code. The customer was provided with a quote and is awaiting the repair. The investigation is ongoing.